Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 450 mg/dl at the time of incidence. Customer¿s current blood glucose level was 456 mg/dl. Customer also experienced various blood glucose level 328 mg/dl. Customer stated that the insulin delivery was not suspended due to sensor glucose value. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.